Event description:
Attorney reported: 2006 - patient underwent surgery to repair an incisional hernia. A bard composix ex mesh hernia patch was used to repair the hernia. As a result of using the mesh, the patient was caused to suffer, among other injuries, severe infection, bowel herniation, and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The bowel herniation and severe infection sustained by the patient was due to the bard composix mesh hernia patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.